Event description:
Boston scientific crm received information that the patient with this atrial lead presented to the hospital after experiencing a syncopal episode. It was not thought the syncope was related to the lead. Interrogation revealed high out of range impedance measurements. In addition, this lead displayed no capture and intermittent sensing. One month earlier, impedance measurements were within normal limits. An x-ray was performed. The device was programmed to vdd pacing mode. The patient will present to a different hospital for a possible lead revision. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. Should additional information become available, this event will be updated.